Event description:
A healthcare facility in (B)(6) reported that an rd900aeu neopuff infant resuscitator was not working. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that an rd900aeu neopuff infant resuscitator was not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the manometer of the complaint rd900aeu neopuff unit was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected, and subsequently tested for the accuracy of its pressure readings by applying test pressures of 0, 10, 20, and 40 cm h2o. Results: visual inspection of the manometer indicated that the needle was offset. It was adjusted at 0cm h2o before it was performance tested. Tests showed that the pressure readings fell outside the allowable range, indicating that the manometer was out of specification. A lot check revealed no other complaints of this nature for lot number 070210. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the returned manometer component was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".